Event description:
It was reported that bd neutraclear with protection cap was damaged, but still operable. The following information was provided by the initial reporter: "the connector fell apart."

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd neutraclear with protection cap was damaged, but still operable. The following information was provided by the initial reporter: "the connector fell apart.".

Manufacturer narrative:
H.6. Investigation: three el201 samples from lot 20f29-t were received for investigation in sealed packaging. From the information provided by the customer it appears that the neutraclear connector broke during use. As part of the customer feedback, the customer also provided some photographs of the affected sample; analysis of the photographs confirmed the customer's experience with the neutraclear observed to have separated at the joint of the male luer and housing. The details of this feedback were shared with the legal manufacturer of the product, cair lgl, for investigation. Their analysis of the returned samples did not identify any manufacturing defects which may have contributed to the customer's experience; the glue used to assemble the components was noted to have been applied in accordance with the specification of the product. Furthermore tensile testing of the returned samples confirmed that the tensile force used to separate the components was with specification. A review of the production records from lot 20f29-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned samples and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported separation. H3 other text : see h.10.

Event description:
It was reported that bd neutraclear with protection cap was damaged, but still operable. The following information was provided by the initial reporter: "the connector fell apart."

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.